Event description:
When pt became unconscious and cyanotic, code blue was called and the AED was used. The defibrillator pad was applied by nurse and all the connections were checked by ICU nurses. Initial cardiac rhythm was idioventricular rhythm. An ICU nurse delivered the first shock. After the first shock, the AED baseline was not picking up any rhythm. Another AED machine had to be used in the code. In a 30-day period of use of the phillips defibrillators came, out of about 70 units, 9 board failures have been reported. Failures have been noted on several units in the hosp. The defibrillator performs self tests at regular intervals where the 8-hour checks might not reveal the deficit unitl a code situation. The defibrillator, when placed in AED mode with the pads in place and changed to manual defibrillation mode, also changed from pads to "leads off" mode. No electrodes were on the pt, only the AED pads, so the involved staff believed the device was not functioning properly.